Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a posterior capsular tear was observed during the insertion of the intraocular lens (iol) of a laser assisted cataract procedure of the left eye. An anterior vitrectomy was performed. The surgeon has indicated not being aware of when the event occurred, but is not contributing it to the laser. Patient is reported as doing well and happy with vision results.

Manufacturer narrative:
Attempts have been made to obtain additional information, however no information has been received. No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).